Event description:
It was reported that during cardiopulmonary bypass for a heart transplant procedure, a decrease in systemic arterial pressure to 40mmhg occurred, which did not increase in response to increasing the arterial line flow rate to 6 lpm, increasing cvp, or administration of phenylephrine. The arterial line flow rate was reduced by 50% to verify placement of the aortic cannula, and as the flow rate was restored, and it was observed that the arterial line pressure upstream of the device rose to 450mmhg. The device was bypassed and the systemic pressure improved from 25mmhg to 85mmhg. This entire sequence occurred over a period of approximately three minutes. No pt sequelae were reported. This health care facility had previously utilized this model device in more than 700 cardiopulmonary bypass procedures without incident. The reporter was puzzled by this unusual event.